Manufacturer narrative:
Filter.

Event description:
While onsite for preventive maintenance, the manufacturer's service technician performed back pressure testing of the exhalation filter. The service technician reported the filter failed the test with pressure >4cmh2o indicating an occluded filter, and there was debris noted inside the filter. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The respiratory technician stated that filters are not being changed as specified per manufacturer instructions for use. The service technician replaced the expiratory filter to address the finding. Performance verification testing was completed and tests passed to operating specifications. User maintenance contributed to this event. Filter maintenance and replacement must be performed per manufacturer recommendations and at specified intervals. The customer did not report the finding during any previous usage. The unit was not in use on a patient, therefore there was no patient involvement.